Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: morning rn noted remaining bicarb solution volume 385ml, last bicarb bag was hung at 0451, bag volume is 1000 ml. Bag should have finished by 1100 or 1200, but bag was infusing beyond completion time. Anm (auxiliary nurse and midwife) cara notified. Rhc aware. Pump changed at 1600, labelled non-functioning pump, and handed over to rhc (rural health clinic). Hung new bag at 1600. No issue reported after.